Manufacturer narrative:
Welch allyn sent out a letter to some customers dated may 1, 2009, indicating a medical device recall on certain serial numbers on acuity central station viewsonic displays. Welch allyn has notified the FDA of the intent to voluntarily recall these displays on april 15, 2009.

Event description:
The customer reported that their acuity central station viewsonic display was distorted. Although the display appeared distorted, it appears that the customer was still able to view patient data. Normally, we would not consider such a situation as reportable since there was no loss of centralized monitoring. However, we elected to report since this is a reported failure of a unit within the recall population. There was no report of any patient harm as a result of the reported events. Note 1 for block a: the customer did not provide any patient information.